Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office has been contacted; no additional information is available.